Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) 2017 to the upper abdomen and may have developed paradoxical adipose hyperplasia. The patient first noticed symptoms approximately six months after treatment when it was observed the abdomen started getting larger and hard (firm).

Manufacturer narrative:
Corrected data: b5 (treatment date, area of concern), d1, h6.

Event description:
Correction to treatment date and area of concern, the patient was treated to the upper, low, and mid abdomen on (B)(6) 2017.

Manufacturer narrative:
Corrected data: g1 (address, name, email).

Event description:
Correction to treatment date and area of concern, the patient was treated to the upper, low, and mid abdomen on (B)(6) 2017.

Manufacturer narrative:
Additional data: b5 corrected data: a4, b6, h6, h11 correction to g.3 aware date of supplemental medwatch emdr-31298. Aware date should have been listed as 5/6/2024.

Event description:
Allergan aesthetics received an additional report via social media reporting "deathly sick having these toxins in my body" not device related. Patient reported "anxiety" and "depression".

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen on (B)(6) 2017 using unknown cooladvantage system applicator(s), who developed paradoxical hyperplasia (ph) after treatment. Allergan aesthetics received an additional report via social media reporting "deathly sick having these toxins in my body" not device related. Patient reported "anxiety" and "depression".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 5/6/2024.